Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number (276112) etched on the drill is the vendor's lot. Based on a review of inventory transactions, and the customer's purchase history, there are three (3) possible zimmer biomet lots: 141040, 976240, 976220. The user facility is foreign, therefore, a facility medwatch report will not be available. (B)(6).

Event description:
It was reported the drill was discovered to be damaged during a procedure on the infraorbital margin. The drill was inspected prior to the surgery, and found to be undamaged. Prior to use in the surgery, it was found to be damaged, and was not used. The procedure was completed with an alternate drill bit. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The tip of the drill itself was not returned. The cert was reviewed and there were no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint in regards to the drill fracturing for part 01-7144 vendor lot 276112. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.